Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the large needle driver instrument wrist was locked and was difficult to remove from the cannula. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The large needle driver instrument was found to have the main tube broken, likely causing the instrument to not fit through the 8mm cannula. A piece measuring proximately 0.060¿ x 0.075¿ was not returned with the instrument. The root cause of is typically attributed to mishandling/misuse. No image or video was provided for review. A review of the instrument log for the large needle driver instrument (part# 471006-12 / lot# n10210628-0155) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk0595 for a malignant hysterectomy procedure. The instrument had 4 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.